Manufacturer narrative:
Product complaint #: (B)(4). The following information was requested, but unavailable: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). Device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2022-00879 and 2210968-2022-00880. Citation: surgery today(2022); 52:114¿119. Https://doi.org/10.1007/s00595-021-02323-4.

Event description:
It was reported in a journal article with title: long-term outcomes of single-incision versus multiport laparoscopic totally extra-peritoneal inguinal hernia repair: a single-institution experience of 186 consecutive cases. The aim of this retrospective study was to compare the long-term outcomes of single-incision totally extraperitoneal (s-tep) inguinal hernia repair and conventional multiport totally extraperitoneal (m-tep) inguinal hernia repair. A total of 186 patients who underwent elective surgery for inguinal hernia between 2011 and 2013 were included in the study. 1/10 patients in the s-tep group who had recurrent hernias was previously repaired using a prolene® hernia system. S-tep (n=149, 170 hernias; 129 male and 20 female; mean age of 69 years; mean bmi of 22.3 kg/m2) or m-tep (n=37, 42 hernias; 34 male and 3 female; mean age of 64 years; mean bmi of 23.0 kg/m2) was performed using competitor devices. After deflation of the preperitoneal space, the rectus sheath was closed with 2-0 vicryl (ethicon, (B)(6), USA), and the skin was closed with 3-0 pds (ethicon). The follow-up time was 5.5 (3.0¿5.8) years for patients in the s-tep group and 5.4 (3.1¿5.7) years for patients in the m-tep group. Reported complications include recurrent hernia (n=1) from the previous repair requiring s-tep repair, seroma (n=15), hematoma (n=1), chronic pain (n=2), and movement limitation (n=1). In conclusion, the long-term outcomes of s-tep repair were comparable to those of m-tep, with rates of recurrence, chronic pain, feeling the mesh, and movement limitation falling within acceptable.